Manufacturer narrative:
Initial surgery happened in 2015 but exact implant date is unknown. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation, therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior fusion at l2-sai in which spinal instrumentation was implanted. On (B)(6) 2017, post-op, the rod between l5/s was broken. So, revision surgery was performed in which the rod was replaced by a 6.0 mm rod. Plif was also performed at l5/s, in which large amounts of grafted bone was used in the lateral sides no fragments of the product remained in the patient. Bone union was considered to be achieved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As per the update received,only one rod at right side was broken.